Event description:
It was reported that an automatic safety switch from bipolar to unipolar occurred due to the right ventricular (rv) lead of this pacemaker exhibiting high out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and noted that the high out of range impedances occurred on the same day as this pacemaker changeout. Ts suspects a possible connection issue, and recommended chest x-ray and further troubleshooting. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.